Manufacturer narrative:
Final analysis found that the insulation was abraded at 11.8cm to 11.9cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
It was reported a patient's right ventricular lead presented with noise. The lead was extracted and replaced in a procedure on (B)(6) 2021. During the operation, the physician noted a possible insulation breach on the lead. Post-procedure the patient was stable.